Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the ventilator and was unable to duplicate the reported issue. The unit was verified within manufacturer's specifications.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported vent inop alarmed on the avea ventilator. The customer stated the unit was on neo mode and on a patient when the unit displayed vent inop. The patient was placed on another ventilator with no patient harm.